Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) did not meet physician expectations for longevity. The ICD was explanted.